Event description:
The transducer was in use for 11 hours and then the tube detached from chamber.

Manufacturer narrative:
Attempts have been made to obtain additional information. Upon completion of the investigation, a supplemental report will be submitted. Date submitted: 11th january, 2008.